Event description:
It was reported that during a procedure to treat a lesion in the right femoral artery, a 5.0x20 mm absolute pro self-expanding stent system (sess) was advanced but could not cross the lesion due to the calcified, non-pre-dilated lesion. The 5.0x20 mm absolute pro sess was simply withdrawn from the patient anatomy without any issue and the distal tip of the stent was damaged, slightly exposed, and the distal tip of the stent system was damaged as well. A new same sized absolute pro sess was used to successfully treat the target lesion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the damage to the distal sheath and partially exposed stent were confirmed. The failure to advance could not be confirmed as it was based on case circumstances. Based on a visual, dimensional, and functional inspection, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. It should be noted that the absolute pro instructions for use states: lesion/stricture and vessels/bile ducts should be pre-dilated using standard pta technique. Pre-dilatation balloon diameter should closely match the lumen diameter proximal and distal to the lesion or stricture to be treated. Withdraw the balloon dilatation catheter while leaving the guide wire in place. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.